Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator (eri), but there were no alert tones present when the clinician placed a magnet. All alerts were programmed on, but no alerts could be heard. The device was subsequently explanted and replaced due to being at eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2008; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).